Event description:
Surgeon performed a carotid endarterectomy. The shunt was tested with saline then inserted in the usual way. The endarterectomy was completed. On shunt removal difficulty was encountered when deflating the internal carotid balloon. The balloon was deflated with the needle. These resulted in delay to recirculation. No patient injury happened due to this incident.

Manufacturer narrative:
We have not received the complaint device for evaluation and were not able to verify the failure. The complaint device was discarded by the user. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions and we have not received any other complaints for devices from the same lot. Therefore, the root causes of the incident is inconclusive, we also consider this incident as an isolated event. Please note no patient injuries happened due to this incident.